Manufacturer narrative:
(B)(6).

Event description:
Accidental damage to lvad drive line, patient attempting to cut tape and severed majority of line. Attempted to restore hemodynamics with acls protocol, unable to restore sustainable bp or rhythm.